Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log displayed power cable disconnect and no external power alarms while tethered to the mobile power unit (mpu) on (B)(6) 2022 at 0334. The mpu reportedly did not have a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The controller momentarily operated on emergency backup battery during the no external power event and there was no interruption in pump support.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (mpu) (serial #: (B)(6)) was not returned for analysis; however, log files were submitted for review spanning approximately 6 days (0dec2022 ¿ 16dec2022 per timestamp). No external power events were active on 12dec2022 from 03:34:43 to 03:34:45 and then from 03:34:55 to 03:34:58 due to losses of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system, and the pump function was not affected during the losses of external power. There were no other notable alarms throughout the log file, and the pump maintained a speed above the low-speed limit throughout the log file. Additional information stated that the mobile power unit (mpu) doesn't have a v-lock connector on the ac power cord and did not come loose at the wall outlet or from the back of the unit. Per account, it was power outage. The mpu was not exchanged or removed from service, and the (B)(6) will not be returned for analysis. As a result, this complaint file will be closed accordantly. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 09dec2020. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage advisory and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.